Event description:
It was reported that the patient's ipg was explanted due to "effacing." No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Correction to the initial and follow-up 1 MDR in block h6.

Event description:
It was reported that the patient's ipg was explanted due to "effacing." No further information has been obtained despite good faith efforts.

Manufacturer narrative:
The returned ipg was analyzed in our laboratory and passed all tests performed. A labeling review was conducted and found that the device was used per the IFU and that skin erosion at the ipg site can occur over time. With all available information, the root cause of the reported complaint is a known inherent risk of device use.

Event description:
It was reported that the patient's ipg was explanted due to "effacing." No further information has been obtained despite good faith efforts.

Manufacturer narrative:
The returned precision ipg was analyzed, passed all tests performed, and exhibited normal device characteristics therefore the reported event could not be confirmed as no device problem was found.

Event description:
It was reported that the patient's ipg was explanted due to "effacing." No further information has been obtained despite good faith efforts.